Manufacturer narrative:
Correction to h.6 from initial medwatch: e2303 - capsular contracture and a010102 - device appears to trigger rejection was reported in error. There was no capsular contracture. Photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported rupture and silicone migration related to the left side. Ultrasound performed. Device has been explanted and replaced.

Event description:
Physician reported rupture and silicone migration related to the left side. Ultrasound performed. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture related to unknown side. Unknown if device has been explanted.